Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the packaging was opened and it was noted the rubber portion of the device had a hole in it. The device was not removed from the sterile packaging and there was no patient involvement.